Event description:
It was reported that during a coronary stent procedure involving 90% stenotic lesion in the proximal portion of a tortuous lad, the physician was unable to cross the lesion. Upon removal, damage to the stent was noted. Another device was used to complete the procedure. No pt injuries or complications were reported.